Event description:
Customer reported errors with the image quality on the system. No pt injury was reported. The case was unable to be completed. Another system had to be used for other cases.

Manufacturer narrative:
The svc rep was not able to reproduce the problem. The technician had not saved any images of the problem. Tested the system, checked all the connections. Reseated all the boards in the workstation. Removed and replaced the display adaptor board. The system boots up and operates error free and within specifications.